Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged failure. Visual inspection of the received extraction rod, conical t2 tibia shows traces of frequent and intense use. Dents were found in proximal threaded region. Product was broken along the threads. The breakage surface shows a smooth structure. The appearance of the breakage surfaces revealed the product had broken in brittle manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The operative technique instructs user to ¿lightly hammer the conical extractor in order to fully engage the cutting flutes.¿ based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused due to applying excessive force while hammering. As the device had been in use for more than 6 years (manufactured in 2012), we can safely say that the device had fulfilled its tasks in former surgeries as intended. If any further information is provided, the complaint report will be updated.

Event description:
Extraction rod broke during explantation of a t2 tibia nail. Surgical delay of 5min. Not longer. No other consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Extraction rod broke during explantation of a t2 tibia nail. Surgical delay of 5min. Not longer. No other consequences reported.